Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the ventricle lead was unable to be retracted after it was placed in the patient's body. The physician alleged the lead malfunction due to helix damage. The lead was not implanted. The patient¿s condition post procedure was stable.